Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a facelift procedure on (B)(6) 2010 and suture was used. The patient experienced burning pain which intensified four months after the procedure and was under her lower eyelids and to the sides. The patient was given medication.